Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. Customer received the following results, with two different meters, within 10 minutes: 84 mg/dl (system 1) and 30 mg/dl (system 2). Readings occurred with the same vial of test strips. At the time of this comparison, the customer became unconscious and fell on her bed. The customer's mother treated the patient with glucagon and a coco-cola to drink. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.